Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 587 mg/dl at the time of incident. Customer stated the other blood glucose value was 416 mg/dl, 441 mg/dl, 580 mg/dl, 516 mg/dl, 503 mg/dl, 588 mg/dl, 556 mg/dl. Customer did not allege insulin pump was under delivering. Customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.